Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Code a05: mechanical problem is applicable to the passive marker defect. Code a0709: device sensing problem is applicable to the geometry error value was high and tracking was affected. Code f26: no health consequences or impact is applicable to no reported impact on patient outcome. Code f2301: additional device required is applicable to all passive markers were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a passive marker defect. A passive marker was attached to the passive planar ball 1.5, but the geometry error value was high. It improved after all passive markers were replaced. The procedure was completed using the navigation/imaging system. This issue caused no surgical delay. There was no reported impact on patient outcome. Additional information was received. It was reported that the manufacturer representative (rep) believed tracking was affected.